Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the product is not available for evaluation. To date multiple attempts to retrieve the device have been unsuccessful, the complaint device has not been returned. Should at some point the complaint device is returned, the file will be re-opened so the evaluation and root cause can be added. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 1 dissimilar complaint for this lot of devices that were released to distribution. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No preventative or corrective action is required. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the distal tip of one of the customers 4.75mm healix advance knotless anchor broke during a rotator cuff procedure. She stated a small portion of the distal tip first broke when they were loading the sutures outside of the patient and pulling the sutures through the threader tab. The surgeon decided to still try to insert the anchor and upon insertion the distal tip broke even more into the bone hole. The surgeon removed all broken fragments and inserted another anchor to complete the procedure with no patient consequences or delays. No broken fragments were left inside the patient. They used a 4.5 healix advance awl and orthocord sutures. There were 4 tails of sutures. It was good bone quality and an arthroscopic procedure.